Manufacturer narrative:
The alcon contact lens brand name was not reported. The lot number is unknown and the product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a patient, unspecified bilateral ocular lesions were experienced, causing her to cease contact lens wear for an unknown period of time. Subjectively, the patient experienced a scratching sensation while blinking. Upon examination, her eye care provider (ecp) noted that her tears were thicker than usual. The patient also reported diagnoses of both keratoconus and allergic conjunctivitis given by her ecp, with treatments prescribed inclusive of an unknown antibiotic ointment and sodium hyaluronate eye drops; however, the timelines for the reported events and treatments prescribed were not specified. It was reported that her ecp indicated a contributing factor in the events to be the patient¿s use of contact lenses ¿at the expiration date limit.¿ at the time of the report, the events were improving, however the patient has not resumed contact lens wear. Additional information has been requested but not yet received.